Event description:
The following information was received from global pharmacovigilance (gpv). This is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with dianeal pd2 ambuflex therapy. During a call to baxter customer service, the following was reported. On an unreported date, an unspecified surgery for an unreported indication was performed. The surgery caused peritonitis. On an unknown date, the patient experienced peritonitis. It was unknown if the patient was hospitalized. Treatment was not reported. The outcome of the event of peritonitis was unknown. At the time of this report, the patient was recovering. On an unreported date, dianeal therapy was withdrawn. The nurse reported that the peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for peritonitis is not confirmed and the assignable cause is undetermined because sample is unavailable and user did not describe any types of use errors or other issues that might have caused potential contamination. A review of all batch record documents was performed for suspect lot numbers h10j07011,and h10i29081 with no issues noted. Baxter will continue to monitor similar reports to determine if further actions are required.